Manufacturer narrative:
The investigation determined that higher and lower than expected vitros tsh, vitros b-hcg and vitros ckmb results were obtained when the customer was processing non-vitros (biorad) quality control fluids on a vitros 5600 integrated system. The definitive assignable cause could not be determined with the information provided. The historical quality control results for each assay are acceptable indicating the lower and higher than expected results are not caused by a reagent issue. A diagnostic within run precision test was not performed to evaluate the vitros 5600 system performance before service actions. Since the quality control results were acceptable on an alternate vitros 5600 system using the same controls, the likely cause of the higher and lower than expected results is an instrument related issue. Condition codes indicating an issue with well wash volume and temperature were observed at the time of the lower and higher than expected results. An ortho field engineer performed service actions which included the replacement of the final well wash nozzle assembly, the well wash aspirate filter and performing associated adjustments. After the completion of service actions, the ortho fe completed a within run vitros tsh precision test to verify the vitros 5600 system performance. Acceptable within run vitros tsh precision results were obtained indicating the vitros 5600 system is performing as expected. Acceptable performance was observed when processing the quality control fluids after the completion of service actions.

Event description:
A customer obtained higher and lower than expected vitros tsh, vitros b-hcg and vitros ckmb results when processing non-vitros (biorad) quality control fluids on a vitros 5600 integrated system. Biorad level 1, lot 40981 vitros tsh result 0.971 miu/ml versus the expected vitros tsh result of 0.690 miu/ml. Biorad level 2, lot 40982 vitros tsh result 0.879 miu/ml versus the expected vitros tsh result of 5.0 miu/ml. Biorad level 3, lot 40983 vitros tsh result 0.880 miu/ml versus the expected vitros tsh result of 28.1 miu/ml. Biorad level 1, lot 40981 vitros b-hcg result 33.3 miu/ml versus the expected bhcg result of 5.2 miu/ml. Biorad level 2 lot 40982 vitros b-hcg result 0.387 miu/ml versus the expected bhcg result of 31.7 miu/ml. Biorad level 3 lot 40983 vitros b-hcg result 0.417 miu/ml versus the expected bhcg result of 598 miu/ml. Biorad level 1 lot 23691 vitros ckmb result 4.53 ng/ml versus the expected ckmb result of 3 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4)..